Event description:
A home pt contacted baxter's technical service center for assistance during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt noted that the pt line of the homechoice set was clamped closed when they started their initial drain. Baxter's technical service center advised the home pt that any air that collected in the pt line during prime "probably went down into drain." No pt injury or medical intervention was associated with this incident, per one of the pd nurses at the home pt's dialysis clinic.